Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with essure coils removal on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("doctor unable to remove one coil. Could not be located"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and skin mass ("other injury(ies) or complication (s) please describe: lower back growth") in a 37-year-old female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included amoxicillin and fexofenadine hydrochloride (allegra). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin mass (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pneumonia ("infection (other) describe: pneumonia"), dysuria ("bladder or urinary problems or changes: painful urination"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), food intolerance ("inflammatory response to food"), skin disorder ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions/sllergic reaction") and inflammation ("body inflammatory response") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and scar ("scarring"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dermatitis allergic ("hypersensitive skin"), pain ("body pain") and hypersensitivity ("allergic or hypersensitivityreaction-allergic reaction"). The patient was treated with prednisone and surgery (surgical removal of coils and underwent removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, skin mass, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, rash, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, pneumonia, dysuria, migraine, headache, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, food intolerance, skin disorder, inflammation, scar and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, food intolerance, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, inflammation, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, pneumonia, rash, scar, skin disorder, skin mass, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. On (B)(6) 2016 - surgical removal of coil(s) (per pfs). Doctor informed patient that she would not be able to have any more children because of all the scarring, reversal procedure was not possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received: events allergic or hypersensitivity reaction-allergic reaction,product information updated. New events added: doctor unable to remove one coil. Could not be located and scarring were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and skin mass ("other injury(ies) or complication (s) please describe: lower back growth") in an adult female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin mass (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pneumonia ("infection (other) describe: pneumonia"), dysuria ("bladder or urinary problems or changes: painful urination"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), food intolerance ("inflammatory response to food") and skin disorder ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dermatitis allergic ("hypersensitive skin"), pain ("body pain") and inflammation ("body inflammatory response"). The patient was treated with prednisone, surgery (essure coils removal/surgical removal of coils) and surgery (underwent removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, skin mass, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, rash, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, pneumonia, dysuria, migraine, headache, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, food intolerance, skin disorder and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, food intolerance, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, pneumonia, rash, skin disorder, skin mass, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received with her demographic condition. Following events were added: hormonal changes, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: rashes/rashes or skin conditions, hypersensitive skin, infection (bladder/ urinary tract/vaginal): bladder, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), infection (other) describe: pneumonia, bladder or urinary problems or changes: painful urination, migraines, headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, nickel allergy, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), vaginal discharge, fatigue, weight gain, body inflammatory response, lower back growth, body pain, she did not underwent essure confirmation test and inflammatory response to food. Lot number added. Treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and skin mass ("other injury(ies) or complication (s) please describe: lower back growth") in an adult female patient who had essure (batch no. B97491) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin mass (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pneumonia ("infection (other) describe: pneumonia"), dysuria ("bladder or urinary problems or changes: painful urination"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), food intolerance ("inflammatory response to food") and skin disorder ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dermatitis allergic ("hypersensitive skin"), pain ("body pain") and inflammation ("body inflammatory response"). The patient was treated with prednisone, surgery (essure coils removal/surgical removal of coils) and surgery (underwent removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, skin mass, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, rash, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, pneumonia, dysuria, migraine, headache, ovarian cyst, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, food intolerance, skin disorder and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, food intolerance, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, pneumonia, rash, skin disorder, skin mass, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.